Event description:
It was reported by the mother of the patient, that the external processor became "hot" while patient was outside playing on the playground. Per the audiologist, the controller appeared "melted." New replacements of all components were sent to the patient. No serious injury occurred.

Manufacturer narrative:
(B) (4).